Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited noise, loss of capture, loss of sensing and high impedance. The lead was not used and a new lead was implanted. The patient was in stable condition post procedure.